Manufacturer narrative:
The information provided reasonably suggests that the intraocular lens was not implanted. Device evaluation: the sample was received in the original packaging box. Inspection at 10x microscope magnification was performed. The lens was cut in two pieces. Scratches were observed on the optic lens. The reported complaint was confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was scratched during insertion into the eye. There was patient contact. There is no serious patient injury, no medical complications, and there was no surgical intervention reported. No additional information was provided to abbott medical optics.